Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked case on top corners and both plunger cases. Customer?s reported issue was not duplicated during occlusion test. The root cause of the reported issue was not determined. No physical or any other damaged was found on main board. Actions taken to mitigate the reported issue: replaced main board for preventive maintenance. Performed occlusion test and passed all functional tests. D4: UDI information is unknown.

Event description:
It was reported that offset voltage test event occurred. No patient injury reported.